Event description:
Philips received a complaint on the suresigns vs2+ nbp/sp02 indicating that the speaker was malfunctioning, as there was a "speaker malfunction" error and no sound from the speaker. The device was not in use on a patient at the time of the event, so there was no patient involvement.

Manufacturer narrative:
This case was managed as a nemo (no engineer material only) remote service event. Analysis was performed by a philips remote service engineer (rse) in consultation with the customer, during which the speaker was identified as the likely cause of the malfunction. As this was a remote service case, no philips engineer attended the site and the replaced component was not returned to philips, therefore further physical examination was not possible. The customer assumed responsibility to replace the speaker to resolve the issue. Section d: the manufacturing date for the reported device is prior to 24-sept-2016 so no UDI required. Section e: reporting institution phone #: (B)(6). Section e: reporter phone #: (B)(6).